Event description:
It was reported that the patient had no therapy and the implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. There were no patient complications or symptoms and the ICD remains implanted at this time.

Event description:
It was reported that the patient had no therapy and the implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. There were no patient complications or symptoms and the ICD remains implanted at this time. It was additionally reported that the ICD was explanted and replaced with a competitor device.